Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; although specific value was not provided. Reportedly, the customer gave a correction bolus to address their bg level. The customer alleged that the pump was not delivering boluses. Tandem technical support determined that boluses were delivered. Customer acknowledged the pump functioned as intended after factoring in the insulin on board.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.